Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one opened reload and four representative articulating curved tip vascular/medium reloads. Visual examination noted that the first reload was fully fired. The reload was loaded into a subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The remaining four reloads were removed from the blister packages. Each reload was loaded into a subject instrument for functional testing. The interlocks were overridden and each reload was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the surgeon was able to press the green button. However, the could not squeeze the handle. Hence, the stapler would not fire. The procedure was converted to open due to product problem. Surgical time was extended.